Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n: not provided) was being used on a (B)(6) male patient (weighing (B)(6).) Who suffered a cardiac arrest. According to the responding emergency crew, it was reported that the platform provided approximately ten minutes of compression then, stopped without displaying a message or a low battery indicator. A crew member reverted to manual CPR as the battery was being replaced. The autopulse platform resumed compression with the replacement battery, however, the platform stopped again after ten minutes. A crew member again reverted to manual CPR for an unspecified amount of time. Return of spontaneous circulation was not achieved. Per reporter, the responding crew did not feel the issue caused harm to the patient. No further information was provided.

Manufacturer narrative:
The reported event was confirmed based on the review of the archive data retrieved from the autopulse platform ((B)(4)); however, the reported event was not able to be reproduced during functional testing of the platform. The root cause could not be conclusively determined. Review of the archive data indicated a user advisory (ua) 17 (max motor on time exceeded during active operation) error message around the there were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. No error message was observed during functional testing of the platform. Evaluation of the load cells verified that it was within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and the platform operated with continuous compression using a light resuscitation test fixture without any issue observed until the battery was depleted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number 33618. The autopulse platform is a reusable device and was manufactured on 28 nov 2016.